Manufacturer narrative:
Date of event - estimated as 01jan2012 as the date range is from 2012 to 2020. 8 watchman flx and 17 watchman 2.5 complaint events were opened for spain based on review of the attached literature article per the location of the lead author as the details of where each event occurred were not specified; if additional information is received a later date, it will be reviewed at that time. 8 watchman flx and 3 watchman 2.5 were identified as duplicates to existing complaints. Literature citation: cepas-guillen p, flores-umanzor e, leduc n, bajoras v, perrin n, farjat-pasos j, mcinerney a, lafond a, millan x, zendjebil s, o'hara g, ibrahim r, de backer o, cruz-gonzalez I, arzamendi d, sanchis l, garot p, nielsen-kudsk je, nombela-franco l, aminian a, rodes-cabau j, freixa x. Impact of device implant depth after left atrial appendage occlusion. Jacc cardiovasc interv. 2023 sep 11;16(17):2139-2149. Doi: 10.1016/j.jcin.2023.05.045. Epub 2023 aug 9. Pmid: 37565966.

Event description:
It was reported via literature that thrombosis occurred. Left atrial appendage occlusion (laao) procedures were performed in 1,377 patients between 2012 and 2020 with 732 patients undergoing proximal device implantation and 585 patient undergoing distal device implantation. A watchman flx closure device was implanted in 120 patients and a watchman 2.5 closure device was implanted in 321 patients. This was screened across 9 european and canadian health centers. The primary endpoint of the study was the impact of device depth (proximal or distal) on the incidence of device-related thrombus. The mean patient age was 74.9 years with a mean cha2ds2-vasc score of 4.4 and has bled score of 3.4. There were 846 males in the total study group. Thrombosis was identified throughout the study on either transesophageal echocardiography (tee) or computed tomography (CT). At follow-up, patients who underwent proximal implantation had a lower incidence of device-related thrombus (2.3 percent) than those with distal implantation (12.2 percent). Deeper device implantation and a larger uncovered left atrial appendage (laa) area were associated with a higher incidence of device-related thrombus. Device related thrombus was identified in 16 patients with a watchman flx closure device implant with all 16 of these patients having a single lobe distal implant. Device related thrombus was identified in 20 patients with a watchman 2.5 implant with 18 patients having a single lobe distal implant and 2 patients having a single lobe proximal implant.